Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Sensor recognition. The patient is male and (B)(6). During icp procedure the sensor could not recognized. The surgeon removed the sensor and complete the procedure. There was no report on patient injury. (B)(4) 2016 per affiliate: was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. Was the device revised or was it removed and monitoring discontinued? It was removed.

Manufacturer narrative:
The sensor was returned for evaluation. A review of manufacturing records could not be performed, as no lot or serial number information was provided. Evaluation of the returned device found that there was a foreign substance (silicone) on the sensor area that is not part of the manufacturing process. The catheter was received in a drainage tube. The barcode label was missing on the connector. The device passed all electronic, noise and signal drift tests. Internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. Based on their review of the device, the supplier was not able to confirm the reported issue. The sensor functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.